Event description:
Pt being transfered by arjo maxi lift. Pt was about 12 inches above own wheelchair when mechanical lift broke and pt was dropped back into their chair. Top half of mechanical lift fell onto pt's upper thighs. Pt was sent to ER as precaution for evaluation. Pt returned from ER with no new orders and outcome was upper thigh and abdominal bruising.